Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  A request to return the device has been made and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital on (B)(6) 2017. The customer was hospitalized a week and a half before they passed away. The caller stated that the cause of death is still unknown. The caller refused to answer the rest of the death template questions. The customer¿s blood glucose was 700 mg/dl at some point before death. It's unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received with and a corroded duracell alkaline battery with volts device received with corrosion at the battery cap metal contact and battery tube. Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test.